Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a colleague infusion pump with a "failure." According to the facility, it is unknown when or in which care area this event occurred. During service, this condition was confirmed as failure code 550:320:844:0000, which was caused by a broken main speaker harness connector. Therefore, the device failed to audibly alarm. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "failure" was confirmed during product evaluation as failure code 550:320:844:0000. This condition was caused by a broken main speaker harness connector. The main speaker harness was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.